Manufacturer narrative:
(B)(4). Batch # p56h1f. The analysis results found that the cdh25a device arrived with no apparent damage. In addition anvil was received. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, the anvil could not be removed before use. The device was used between rectum and anus. Another device was used to complete the case. There were no adverse consequences to the patient.